Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Pcr testing was performed and results were received 2021-01-20 prior to this veritor test. Patient had a previous false positive result on 2021-01-18 with veritor, which was reported. The pcr testing was to confirm that result. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records for lot 0269872 were reviewed and no discrepancies were noted. Functional analysis of retention materials for lot 0269872 met acceptance criteria. No returns were received to investigate. The kit used for the initial specimen collection is unknown therefore no internal investigation was performed. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA) was initiated (pr# 1878253) to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. Pcr testing was performed and results were received (B)(6) 2021 prior to this veritor test. Patient had a previous false positive result on (B)(6) 2021 with veritor, which was reported. The pcr testing was to confirm that result. Eua # (B)(4).